Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient stated hearing a beeping noise sometimes hourly from the device. Patient had ICD checked in the clinic and patient alert tone data had not been seen. A health care professional reported that there was an increase in short interval count and that the patient had tens (transcutaneous electrical nerve stimulation ) therapy. The device is still in use. No patient complications have been reported as a result of this event.